Manufacturer narrative:
Information regarding uncle's aviva meter was not available; therefore, there is no medwatch for the aviva meter.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 401 mg/dl (advantage) and 138 mg/dl (aviva) no actions taken based on device results. No adverse event reported. Information regarding uncle's aviva meter was not available. Requested return of suspect device and replacement was sent.